Event description:
It was reported that the surgeon was unable to take control of the arms on the console during a case. The issue was resolved by moving to another console to continue the procedure. The technical support engineer reviewed the logs and confirmed the issue, noting that there were faults after the first case leading into the current case. It was recommended to perform a power cycle of the system when possible. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no delay in procedure. The system initially powered on without error. The procedure was completed robotically. The system was power cycled that night and the following day without issues.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to perform a power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to sensor errors on the master tool manipulators (mtms). System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23068 and 23069 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by power cycling the system. Follow up with the customer confirmed there were no issues noted during the subsequent case.

Event description:
Refer to h11 for follow-up information.